Event description:
Rptr has experienced capsular contracture, pain and swelling in breast, extreme fatigue, joint pain, muscle pain, cold hands, fevers, extensive areas of scarring of skin, irritable bowel, memory loss, hair loss, shortness of breath, chest pain, leukopenia, and elevated sedimentation rate. She had diagnoses of arthritis (MRI), fibromyalgia, morphea, and possible systemic scleroderma. Upon removal, implants were intact but nearly black.